Event description:
While monitoring the patient, the device was unplugged from ac power. Reportedly, at this time the device display 'went black'. The device was plugged back into ac power. The device was used to successfully defibrillate the patient without further incident. The reporter stated that there was no adverse affect to the patient resulting from the observed failure.